Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. When the trunk-ipsilateral leg was deployed, the proximal end of the trunk moved distally due to the pressure of blood flow. The final angiogram didn't show endoleak. On (B)(6) 2012, 1 month f/u revealed proximal type 1 endoleak and the infolding of the trunk. On (B)(6) 2012, a pamaz stent and three aortic extender devices were implanted to resolve the type 1 endoleak and infolding. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specification. The root cause of the infolding is unk.